Manufacturer narrative:
On (B)(6) 2015 the customer reported an e-stop was intermittently opening when using the multi-function foot switch (mffs) a philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse evaluated the system and determined the foot plate was slightly bent causing the unload button to become stuck and opening the e-stop. The fse replaced the multifunction footswitch to resolve the issue. The philips fse was contacted and was requested to provide the defective footswitch and system log files for engineering evaluation. The philips fse confirmed that the defective footswitch was scrapped and the log files were not available to be provided. Based on the information provided and fse investigation the probable cause of this event was caused by a stuck button in the multi-function footswitch. CT engineering reviewed the event and determined to the issue to be of acceptable risk. The following mitigations for this issue include: design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - single fault safe against uncontrolled motion: motion tasks watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. - double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: - continuous activation for manual motion. - emergency stop controls enable termination of motion in hazardous condition - emergency power off switch.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported an e-stop intermittently opening when using the multi-function foot switch (mffs) on a brilliance ict system with software version 4.1.3. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse evaluated the system and determined the foot plate was slightly bent causing the unload button to become stuck and opening the e-stop. The fse replaced the top plate to resolve the issue.